Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that a damage was found in the femoral marker (marker flake-off). A kink was observed in the sheath assembly from femoral marker to the proximal end. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. Based on the x-ray images, the electrical failure was a result of a broken coax cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
Reportable based on investigation completed on 14-may-2018. It was reported that lost image occurred. The 75% stenosed moderately tortuous and moderately calcified target lesion was located in the distal right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), it was noted that lost image occurred during pullback from the distal part of the lesion. The procedure was completed with the same device. No patient complications reported. However, device analysis revealed a damage in the femoral marker/femoral marker flakes off.